Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided for reporting. Other partial UDI: (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a dynamic hip screw (dhs) procedure on (B)(6) 2016. While surgeon was using an impactor, the tip of the impactor broke. The piece that broke off the tip fell to the floor. No piece of the instrument went into the patient. The surgeon was able to retrieve the piece without harm to the patient. There was no surgical delay. The surgeon was able to use the same device to complete the procedure successfully. The patient outcome was stable. There is 1 device in this complaint. Concomitant device: dynamic hip screw (dhs), product and lot number unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (tip for dhs®/dcs® impactor (338.28), part number 338.26, lot number 7137619). The device was received with the following complaint description: ¿a patient underwent a dynamic hip screw (dhs) procedure on june 4, 2016. While surgeon was using an impactor, the tip of the impactor broke. The piece that broke off the tip fell to the floor. No piece of the instrument went into the patient. The surgeon was able to retrieve the piece without harm to the patient." A review of the device history records revealed that no non-conformances were generated during the production of the complaint device and that there were no issues during manufacture of the product that would contribute to this complaint condition. The date of manufacture is aug 19, 2013. The tip for dhs/dcs impactor (338.26) is a tip replacement for the dhs/dcs impactor (338.28) which is noted in two technique guides: lcp dynamic helical hip system (dhhs) and dhs/dcs dynamic hip and condylar screw. In both instances the impactor is utilized to aid in plate implantation and to ensure the plate is fully seated into position. The returned instrument was examined upon receipt and the complaint condition was able to be confirmed as the plastic tip was found to be chipped. The balance of the device appears to be in fair condition with minimal signs of wear and tear. A review of the current design drawing and available history for the top level drawing for the device was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Although the complaint condition was confirmed, a definitive root cause was not able to be determined. The failure mode, however, is consistent with rough handling during impaction as per the complaint description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. A device history record review will also be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.